Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to excessive force by the customer. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus by a sterile processing technician that a telescope had broken or damaged components including a broken scope lens. The reported issue was found during a procedure. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During estimation, a bent was found on the outer tube and the device was received without the inner outer adapters and without the protector tube. Minor scratches were found on the distal frame and broken optical lens were confirmed. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.